Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta controller was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device continuously displayed a "cartridge error" on 3 cassettes used. Reportedly, the hta controller has caused the issue. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.